Event description:
It was reported that the customer was hospitalized. Details and nature of hospitalization were not provided. It was not reported if the customer experienced a high or low bg level. A system check was performed, and the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.